Event description:
It was reported that the device was being placed for a perforation of the sfa. A contralateral approach was taken from the left leg to the right leg, using an 8f sheath and a 0.035 guide wire. The path was not tortuous and advancing to the intended site was not difficult. Once the doctor tried to deploy the stent, he met with a lot of resistance. After the device was 3/4 of the way out, the handle broke. The procedure was completed manually. After the stent was completely out, the distal end looked fine, but the proximal end appeared constrained and was not completely open. A balloon was used to open the stent up and a second stent was deployed overlapping the first without any difficulty. No injury to the patient was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established. The sample was returned, but the evaluation has not been completed.